Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device displayed "internal comm failure 1472" and "internal comm failure -1474" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was observed during initial testing. However, the report was unable to be duplicated. The configuration file was updated as a precaution. The device was recertified. Analysis of reports of this type has not identified an increase in trend.